Event description:
It was reported that the patient's leads were "messed up" due to a fall while skiing. The physician left it up to the patient as far as when she would like to undergo a revision. It was indicated that the implantable neurostimulator (ins) would need to be replaced in two years, and the patient wanted to wait to revise the leads until she really needed surgery because she was not experiencing any pain. The outline of the ins and leads was visible and the patient could feel them through her skin. The patient also experienced a shocking or jolting sensation when in proximity to security gates and sliding doors in stores. The patient loved her ins. It helped her eye sight, pain, and prevented kidney stones. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient had a stimulation system connected to her spinal cord and "it was for bladder but she had rsd implanted because she lost control of her organs." It was noted the patient had pain 24 hours a day so without medication and her implant she would be in pain constantly but the device helped. Reportedly, the patient's body didn't do well with things like batteries, and the battery was really going out on it." It was noted the first implant was replaced due to normal battery depletion and "when they put it in she had a lot of falls, and with the second implant she had some falls but not as much as the first." It was stated the patient had falls because of rsd, and because of the falls there is damage. Reportedly, the patient was told only two of five leads were connected 1.5 -2 years prior to report and more recently was told everything was fine. It was noted the implant worked fine, but the patient lost weight and the device was too close to the skin and it was sensitive so she gained weight and it was better. It was 'so painful" before she gained weight. It was stated the patient could feel the leads, there was a bump at the spine, above her tailbone where the leads were. The patient was redirected to her healthcare provider.

Manufacturer narrative:
Product ID 3093-33, lot# v576492, implanted: (B)(6) 2010, explanted. Product typ lead; product ID 3037 serial# (B)(4). Product typ programmer. (B)(4).